Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was found in 'fallback' mode. The device was explanted and replaced. During the replacement testing, 2 replacement devices were damaged by device-based testing before the endocardial shocking lead was replaced.